Event description:
Ceiling lift sling was being used to help guide patient in the wheel chair. Was not being used to lift patient. Side blue handle ripped through the sling. Sling was taken out of use. Representative from tollos company just provided re-education for staff on use of ceiling lift to ensure that we know the handles that have been tearing are not designed for pulling. She also stated the company is planning to reinforce the handles and move them to different location on the sling.